Event description:
The device was returned to the service center with a report from the customer that stated, "distal occlusion alarms frequently." The customer contact also reported the device had a crack on the top left hand side. However, during verification testing at the service center the distal pressure sensor calibration had drifted out of tolerance.

Manufacturer narrative:
During testing it was found the device distal pressure sensor has drifted out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.